Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had experienced a burning sensation at the ipg site for approximately five months. The patient stated the issue started after he had an ablation procedure. However, the patient stated the burning sensation was not effected by the stimulation, as he had turned off the stimulation and the burning sensation was still present. Follow up identified the patient's scs ipg was replaced with a new one.